Event description:
It was reported that right ventricular (rv) oversensing was noted on the device via a review of remote transmission. Programming change was discussed but not made. The device will be monitored. There were no adverse health consequences, the patient was stable.